Event description:
A report was received that the patient underwent a revision procedure wherein the ipg was relocated due to sensitivity at the pocket site. The patient was reportedly doing well postoperatively.